Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator and replaced oxygen flow sensor. The ventilator has passed all testing per manufacturer's specifications and was placed back in clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator displayed a locked message and was unable to unlock. The ventilator then generated red alarm and displaying ventilator inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: one inspiratory flow sensor was returned to medtronic for further analysis. A visual inspection of the returned part showed no anomalies. The flow sensor was installed into a failure investigation (f.I) test ventilator; successfully passed all testing. The ventilator was placed into ventilation mode for a minimum of 24 hours; no errors were observed in the ventilator diagnostic or alarm logs. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.